Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they recently experienced a blood glucose level and needed assistance with their meter. Blood glucose level at the time of the call was 50 mg/dl. No troubleshooting was performed. The insulin pump was not replaced or returned for analysis.